Manufacturer narrative:
UDI (B)(4). The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  Investigation results are inconclusive as relative patient information was not provided, so the exact cause of the worsening pvl is unknown. However, it could be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), the placement of a 23mm sapien 3 inside of a sapien xt in the aortic position was planned due to paravalvular leak (pvl), four years and 10 months post initial implant of sapien xt.  Intervention for viv was not possible because the patient was unstable.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.